Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported that device was explanted (B)(6) 2018 due to infection. The patient¿s healthcare provider (hcp) was considering implanting a new system in the future. No further complications were reported/anticipated.